Manufacturer narrative:
(B)(6). There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d2b. Jka. D3. Common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, 1 device exhibited leakage in the luer adapter area. There was no health impact or consequences reported.